Event description:
It was reported that the user announced a meal at the time of eating, remained in target for about ninety minutes, then experienced a rapid blood glucose (bg) rise peaking at 383 mg/dl. The ilet delivered corrective insulin in the last thirty minutes prior to the first call, tubing flow was confirmed, and during follow-up the user reclassified the event as a larger-than-usual meal, indicating an incorrect meal size was announced. Bg trended down to 380 mg/dl by the end of the follow up call. Symptoms included hyperglycemia. Outcomes included the need for corrective insulin dosing without medical intervention. Investigation included a review of pump and continuous glucose monitor (cgm) logs and confirmation of insulin delivery through the infusion set and tubing. Investigation of this case revealed no device malfunction and suggested underestimation of meal size as the likely cause of postprandial hyperglycemia. It was concluded that the device performed as designed and that the event was attributable to an inaccurate meal announcement.